Event description:
Procedure: vats/thoracoscopy/pneumonectomy. According to the reporter: when the surgeon first fired to the tissue for the pneumonectomy, the staples did not form properly. The surgeon could then not open jaws and therefore, had to remove the jaws by force with no damage to the tissue. The instrument was released from the lung tissue although the knife blade was not able to be retracted. The surgeon then converted to an open surgery to stop bleeding using suture. The amount of bleeding was over 500cc.